Event description:
It was reported that pieces of metal were observed coming from the micro oscillating saw during a procedure. It was confirmed that the pieces of metal did not enter the surgical site. A back-up device was used to complete the procedure successfully, without injury or adverse consequences to the patient or user.

Manufacturer narrative:
Widespread corrosion was discovered within internal components of the device upon disassembly.